Event description:
Spontaneous. (B)(6) hhrn (home health registered nurse) with coram reported that during step 4-5, pump alerted for down occlusion alert. Today is day 2 of infusion and hhrn reports he is currently finishing infusion via gravity. Hhrn reports that the issue is from the alternative filter that we sent, not the curlin pump. Hhrn would like us to send 5 mcrn filter or curlin tubing with in-line filter (1.2 mcrn - ID: (B)(4). Updated profile as per request and removed hold from 5 mcrn filter. Hhrn does not feel pump is the problem, so reports pt (patient) does not need a new curlin pump. No missed dose or adverse event reported. Unknown if filter is available for possible return. No further information. Frequency: for 2 consecutive days every 4 weeks. Indication: systemic lupus erythematosus, unspecified. Reported to cvs/caremark by health professional.